Event description:
It was reported that a month after implant, the patient was diagnosed with an infection at the doctors office. The infection was located at the pump that was fixed to the scrotum. There were no allegations against the device performance; however, the physician states the patient would not have had an infection without the implant. The physician tried administrating medication to treat the infection, but they did not work, so the patient underwent a surgical procedure in which all components were explanted and replaced. The patient is fully recovered.